Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar is cracked/broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set had a coupler break and fall off the intravenous port at the distal end, causing the line to disconnect. This occurred during infusion of propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.